Event description:
Allegedly isolated and localized lateral thigh pain experienced therefore head and liner replaced. Metal /tissue reaction found locally in the trochanteric bursar. The liner used is not commercially available in the us. Medium activity level.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in the UK.